Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the migration is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(4) 2019 that sign im nail implanted to repair a fracture had migrated into the knee joint. A second surgery was performed to adjust the nail. Surgeon comment: "revision of previous retrograde sign nail that had a loosened proximal interlock causing the nail to slip into the joint and impede knee flexion. The two existing interlocks were removed, the nail was hammered in until buried under the surface of the cartilage and a new proximal interlock placed."